Event description:
The product was used during a lung wedge resection procedure. Reportedly, the instrument made a noise and broke. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.